Event description:
Event description guidant received these leads returned for analysis following the death of this patient. There is no current allegation information. Events have been previously processed on three of these leads; 0030/022670 and 0030/022603 were capped in january of 1997 due to inappropriate shocks due to oversensing. These leads were removed from service and replaced with 0012/200343. Two years later, in september of 1999, the 0012 lead was capped due to inappropriate shocks related to a possible fracture. All of the returned leads will be analyzed in guidant's reliability laboratory.